Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 3331. H6: investigation conclusion was updated. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed due to persistent pain. It was noted that the patient had experienced pain since the implant was implant. Symptoms as a result of the event: pain.